Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator was showing a leads-on/leads-off message and could not analyze the ECG. The patient died.

Manufacturer narrative:
A philips bench technician evaluated the device with the customer ECG cable and therapy cable and was unable to duplicate the failure. The technician tested the customer cables on the device and on a simulator stressing and wiggling with no loss of ECG signal. The cables were also tested by a philips quality engineer with no problem found. A philips clinical specialist reviewed the patient event file. The device was powered on into the monitor mode in lead ii. Immediately upon powering up, frequent alternating ¿leads on¿ and ¿leads off¿ messages were recorded. There was a ¿noisy ECG signal¿ message at 1:01 elapsed time (et) and 3 ECG unplugged messages indicating that the users were attempting to troubleshoot the system by unplugging and reconnecting the leads ECG cable. At 1:36 et the users placed defibrillator pads and at 2:59 et the users selected the pads ECG waveform to be displayed. The pads ECG waveform was available to the user as soon as the pads were placed, for a duration of 1 minute 12 seconds, before pads were removed and the device was powered off. The event lasted a total of 4 minutes 19 seconds. The pads ECG waveform was available for both analysis and delivery of therapy. No parts were replaced. The device passed all performance assurance tests and was returned to the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.